Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and a correlation to the heartmate ii left ventricular assist system (lvas), (B)(6), could not be conclusively determined through this evaluation. The report of elevated pump power and flow could not be confirmed through the evaluation of the submitted log file. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. A review of the submitted log file revealed notable events were observed. The pump appeared to function as intended for the duration of the file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for infection work up. Flows and watts appeared higher than baseline. Pump speed was 9600 rpm. Flows were in the high 6¿s- (baseline flows in the 5's). Pulse pressure was 6.8 (baseline power mid-high 5's). All hemolysis labs were pending, lactate dehydrogenase (ldh), plasma free hemoglobin (hgb), haptoglobin, and urinalysis. Last international normalized ratio (inr) on (B)(6) 2024 was 3.0. The patient may be fluid up as well. There were no unusual events recorded in the log file event history.